Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product plus a possible rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, d.6b, h.6.